Event description:
Boston scientific received information that an alert was issued on this cardiac resynchronization therapy defibrillator (crt-d) due to high out of range shock lead impedance measurements. The next two days following this showed elevated shock impedances however measurements were within an acceptable range. Technical services recommended a full device and right ventricular (rv) lead evaluation depending on clinical judgement. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests the patient will be monitored. Should additional information become available, this report will be updated.

Manufacturer narrative:
The product was not returned. If the product is returned at a later date, this report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this crt-d was explanted and replaced for normal battery depletion. No adverse patient effects were reported.